Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during polypectomy procedure on (B)(6) 2012. According to the complaint, the cautery pin was noted to have detached from the device when the active cord was connected to the device. The procedure was completed with another rotatable oval snare. It was reported that no visible damage to the cautery pin was noted. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during polypectomy procedure on (B)(6) 2012. According to the complaint, the cautery pin was noted to have detached from the device when the active cord was connected to the device. The procedure was completed with another rotatable oval snare. It was reported that no visible damage to the cautery pin was noted. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
Cautery pin detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found that the cautery pin was detached from the handle. A functional inspection found that the device extends and retracts within manufacturing specifications. A dimensional inspection of the device found the finger ring, cautery plug 2-in-1, set screw, and cross pin were all within manufacturing specifications. The complaint of cautery pin detached was confirmed. It was found that the internal diameter of the finger ring is smaller than the diameter of the cautery pin, which would cause difficulty in assembling the device according to the manufacturing process. Therefore, the most probable root cause for this incident is design. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.